Event description:
It was reported that the patient was experiencing auto-reducing of her scs system starting (B)(6) 2014. An sjm representative met with the patient to evaluate the system. The system was showing all contacts, except for one, as having invalid impedance. The representative was able to reprogram the patient for effective coverage, but the next day the patient stated that auto-reducing had started again. Physician has been made aware; possible imaging to follow.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.